Event description:
It was initially reported that the patient never experienced therapeutic effect their implantable neurostimulator (ins). The patient was diagnosed with a very large prostate. It was later mentioned that the patient did have a "small" amount of relief from the device in the beginning. The patient did increase the device amplitude from 2.6 volts to 2.8 volts but caused their foot to hurt. The patient stated that they have tried to increase the stimulation as much as they can but was still unable to go to the bathroom enough at which time they went in to get a biopsy. Follow up information received from the physician indicated that the cause of the event was a prostate infection. It was noted that patient symptoms included dysuria and pain. Hospitalization was not requited for the event. The patient outcome was not provided.

Event description:
Additional information received reported that sometimes the patient also had discomfort and pain. The patient had been programmed at least 6 to 7 times and was taking medication to empty their bladder. It was noted that the patient had never felt the sensation that they had to use the bathroom since 2000. The patient used to take tea to try and make themself go and that same year the patient had their liver removed due to cancer. It was reported that the patient had had to go to the emergency room (ER) several times to have their bladder emptied with a catheter. The patient¿s trial went well so they decided to implant the permanent stimulator in order to help them completely empty their bladder. It was noted that the patient wanted to know if there was a possibility that the stimulator could be defective. The patient had never met with a manufacturer representative before and the patient had decided and discussed with their health care provider (hcp) about having the device removed since it had never worked.

Event description:
Additional information received reported that it was unknown if there was 50% or greater symptom reduction. The cause of the event was determined and it was not device related. It was noted that it was unknown if reprogramming was needed as the patient refused reprogramming. The patient no longer wanted reprogramming and wanted removal of their right implant. It was reported that the patient was scheduled for removal this month on 2014 (B)(6). The patient had not recovered and still had symptoms or an ongoing issue.

Manufacturer narrative:
Product ID, 3093-33 lot# v513994 serial# implanted: 2010 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).